Manufacturer narrative:
The complaint of a leak at the junction between the connector and pink adapter was confirmed, and the cause appeared to be manufacturing related. One 20g nexiva IV catheter and a unit package from lot #5274629 were returned for investigation. It was observed that the pink dual port adapter exhibited deformation that was consistent with the assembly process. The deformation prevented a proper connection, which resulted in a leak and would allow blood backflow. No kinks or occlusions were noted in the tubing. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
G.4. K183399; k243403 h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that leakage occurred. When unclamping to flush, blood backflows and leaks out under the cap. Cap changed, leaking continued. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Patient had to be re-poked.